Event description:
ICU medical plum pump alarmed "proximal occlusion" at time of dual rn check off for hanging patient's dose of gemzar at 2450. Clave connector on primary line which was used to connect secondary tubing with gemzar appeared to be depressed in. Rn changed out primary tubing and was able to infuse gemzar without further problem. Manufacturer response for ICU medical primary tubing list #14687-28, ICU medical primary plum set (per site reporter).